Event description:
Report alleges pt was seen in 7/1990 because of a majory problem in her left breast. She began to experience shooting pains in the left lower quadrant of her breat. The pt stated that a recent mammogram showed a cystic mass in her left breat. Pt continued to have recurrence of pain at the lateral aspect of her left breast and had a few new symptoms such as aches and pains in her joints, recurrent itching on her back and because of the shooting pains and tingling in her left breast, she was concerned that her left implant had ruptured. Upon removal, the left implant appeared to be intact.